Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged using the usb cable. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer tried a different usb cable and pump was able to successfully charge. Customer declined a replacement cable.